Event description:
The table intermittently does not retract when the table is angulating and impacts the floor. The main concern is for possibly injury to healthcare provider should the user's foot be caught between the floor and the table. There was no pt involved in the event and no injuries were reported.